Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is unit has a burning smell. There was no report of serious injury or harm. There is no medical intervention was specified. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to reoccur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is unit has a burning smell. There was no report of serious injury or harm. There is no medical intervention was specified. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed. A report will be filed with all applicable regulatory agencies.